Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Date of event: unknown, not provided, but the best estimate date (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 15.0 diopter intraocular lens (iol) was implanted in the patient''s left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient had difficulty getting used to the lens and intolerance to the lens. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a monofocal lens, model zcb00, 14.5 diopter. Reportedly, there was no patient injury and the patient is doing very well post-operatively. No additional information was provided.